Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned withal of the results obtained and a meter to meter comparison of 77mg/dl using true metrix and 136mg/dl using another meter. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: the 77mg/dl (B)(6) 2017 12:05 pm fasting: yes, the 114mg/dl (B)(6) 2017 05:30 pm fasting: yes, the 83mg/dl (B)(6) 2017 09:44 pm fasting: yes. Customer is doing a meter to meter comparison to her one touch ultra. Results form the customer one touch ultra meter are 136 mg/dl ((B)(6) 2017 12:00 pm), 100 mg/dl ((B)(6) 2017, 12:00 pm) and 108 mg/dl ((B)(6) 2017, 9:44 pm). Customer stated that she only bought the meter because she is going into quarantine on (B)(6) and she needed a meter to use for 10 days. No back to back blood test performed as customer stated that she just took her blood sugar an hour ago.